Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The investigation and service were reported to be completed by the customer. The customer inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.